Manufacturer narrative:
Item: modular neck g 12/14 neck taper use, catalog #: 00784802300, lot #: 63644539; item: modular femoral stem press-fit , catalog #: 00771301000, lot #: 63596993; item: neutral liner 36 mm i.d. Size kk, catalog #: 00885101236, lot #: 63430807. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. An e-mail requesting the following additional information was sent on month day, year to the appropriate representatives: surgical reports. All available x-rays during time in- vivo with printed date. Were there any contributing conditions related to the event? A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent revision surgery due to pain.

Event description:
Please refer to report 0009613350-2019-00259.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: revision due to pain. Event description: patient was implanted with a biolox head on (B)(6) 2017 and underwent revision surgery on (B)(6) 2019 due to pain where the stem/head/insert/screw were revised. Review of received data: intraoperative pictures of the explanted stem is received. Review of the office visit notes and the revision notes confirm that the patient had thigh and groin pain when he ambulates. Impingement with forward flexion, internal rotation, and adduction. Radiolucency around the cup and mild lucencies around the stem. Slightly varus stem. MRI showed concerns for possible loosening of the femoral stem that was not evident on x-ray. Bone scan (B)(6) 2019 shows no evidence of loosening of the femoral or acetabular implants. Moderate amount of serous fluid was encountered and sent for cultures. The synovium was sent for cultures as well. No gross evidence of loosening of the acetabular cup. After removing the acetabular screw, a bone tamp was used to check stability. There was no motion. The cup was not revised. Psoas tendon was not irritated or problematic. No signs of infection. The surgeon felt there was bone on-growth on the lateral aspect of the stem. No bone on-growth identified in other areas of the stem as evidenced by easily passing an osteotome between the stem and bone cortex and visual inspection when the stem was removed. The surgeon inadvertently passed the straight osteotome out the lateral cortex of the femur distal to the vastus lateralis origin. Bone appeared to be of poor quality. Impression was the stem was only secured laterally but not stable otherwise. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. No surgical technique is reviewed as no surgical reports were available to compare whether the st during primary implantation surgery was followed or not. Conclusion: review of the device history records for the product did not identify any deviations or anomalies related to the reported event. The investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the given information and the results of the investigation the complaint could be confirmed. However an exact root cause could not be determined the need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(6).